Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination identified the catheter sheath was torn/split approximately 24 cm from the strain relief. No additional visual issues were noted. A tug test was performed to examine the integrity of the connection no issues were noted with the unit handshake connectors. The burr was microscopically examined no issues were noted with the annulus of the burr. The catheter sheath was examined. The catheter sheath was torn/split. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of this investigation is user related. The rotablator dfu, (B)(4), states that "if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve". The damage to the catheter sheath is associated with over-tightening of the hemostasis valve. Over tightening of the hemostasis valve can result in the catheter sheath becoming crushed. This would result in the sheath to split and would cause the sheath to leak related to user error. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(4) 2013. It was reported that during preparation for a rotational atherectomy procedure, shaft damaged occurred. Outside of the patient, during prep of the 1.25 mm rotablator rotalink plus burr it was noted the device kinked in the mid shaft area, was not getting flushed properly and the burr stalled. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is okay. However, the returned product analysis revealed that the sheath was torn/split.